Event description:
The customer reported that the 9800 system would produce a black image upon x-ray. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative repositioned the video and synchronizer cables inside the camera shield and adjusted the iris. The system was tested and operates as intended.